Event description:
It was reported "the hcp attempted to use sac-01220 during the procedure in ICU, but the guide wire was found bent/kinked prior to use on patient, so it was determined that it could not be used." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one arterial guidewire, needle, and catheter for analysis. The packaging was not returned. Visual analysis revealed one major kink in the guidewire body. No obvious signs of use were observed. No other deformities or abnormalities were revealed. The lid stock for this finished good clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The major kink was measured at 213mm, from the proximal end of the guidewire. The guidewire measured 351mm, which is within the specifications of 345mm - 355mm per product drawing. The outer diameter measured 0.52mm, which is within the specifications of 0.508mm - 0.533mm per product drawing. The catheter measured 125mm , which is within the specifications of 122mm - 126mm per product drawing. The outer diameter measured 1.06mm, which is within the specifications of 1.04mm - 1.09mm per product drawing. The inner diameter measured 0.5842mm, which is within the specifications of 0.58mm - 2mm per product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One major kink was observed towards the middle the guide wire body. Despite this, the guide wire met all relevant functional and dimensional requirements, and a device history record review based on a potential lot from sales history was performed with no relevant findings to suggest a manufacturing issue. The packaging for this finished good clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the hcp attempted to use sac-01220 during the procedure in ICU, but the guide wire was found bent/kinked prior to use on patient, so it was determined that it could not be used." There was no patient involvement.